Event description:
It was reported that the patient developed an infection and endocarditis. Endocarditis with vegetation was noted on the right ventricular lead. On (B)(6) 2018, the patient's device and leads were explanted. A replacement device and right ventricular lead were placed. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.